Event description:
On august 7, 2024, a pharmacist contacted lifescan (lfs) france on behalf of the lay user/patient, alleging that the patient¿s onetouch verio reflect meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation, since the patient could not be contacted for additional information. It was not reported when the alleged meter inaccuracy began. The reporter claimed the patient obtained an inaccurate high blood glucose reading of ¿242 mg/dl¿ with the subject meter. In response to the elevated reading, the reporter claimed the patient administered an increased dose of insulin and as a result was rushed to hospital and was hospitalized. The reporter was unable to confirm the symptoms experienced nor the treatment received. At the time of troubleshooting, the reporter was unable to provide any information about the patient¿s testing technique or condition of the test strips. Replacement products were provided. This complaint is being reported because the patient reportedly required hospitalization after taking extra insulin based on an alleged inaccurate high result obtained with the subject meter, and it is not known what medical treatment the patient received. The subject meter could not be ruled out as a cause or contributor to the event.